Event description:
It was reported that during neuro endovascular surgical embolization of base of skull/cavernous sinus dural arterial venous fistula, the subject coil broke off inside the patient. Physician was able to remove the subject coil immediately after. No other information is available.

Manufacturer narrative:
D1 product long description - corrected. D4 catalog # - corrected. D4 gtin - corrected. H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that, while deploying coils into the patient's fistula in her brain, one of the coils broke off inside the patient. The doctor was able to remove the coil immediately after. No additional information was received. The complaint device has not been received for inspection. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during neuro endovascular surgical embolization of base of skull/cavernous sinus dural arterial venous fistula, the subject coil broke off inside the patient. Physician was able to remove the subject coil immediately after. No other information is available.